Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory 16 (timeout moving to take-up position) message upon power on. The message was unable to be cleared by powering the platform off and on. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The product in complaint was returned to zoll on (B)(6) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform was performed and found no anomalies. Upon functional testing of the platform, it was found that the drivetrain had seized. Therefore, no functional testing could be performed. A review of the platform's archives was performed and found multiple ua 16 (time-out moving to take-up position) messages occurring on (B)(4) 2014. The platform was not used on the reported event date of (B)(6) 2014. The drivetrain was replaced, remedying the customer's reported complaint that the platform displayed a ua16 upon powering the platform on. The system underwent and meets all testing criteria. In conclusion, the customer's reported complaint that the platform exhibited ua16 upon powering the platform on was confirmed through both review of the platform's archives and upon functional testing of the platform. The drivetrain was replaced, remedying the customer's reported complaint.